Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not responding sensitively. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon in charge stated that there was no obvious damage or breakage to the appearance of the instrument and no visible frayed wires. They were unsure if there was any internal damage to the instrument. When the surgeon moved the instrument, it did not move in the intended direction.